Event description:
Consumer complaint of about high blood results. Caller is comparing our meter to an older meter. She feels her normal blood test should be between 94-120. Reviewed meter history: (B)(6) 2013 at 736 am 162. (B)(6) 2013 at 603pm 94. (B)(6) 2013 at 814 am 141. (B)(4) 2013 at 712 am 159. Strips are in date. Verified customer is using proper testing technique. Performed blood test back to back 174, 167 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned. Most likely root cause of malfunction: user had high glucose level. Manufacturer acknowledges the lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2013).